Event description:
The manufacturer received information alleging an issue related to a essence rental with ssd 230 device. The patient has allegedly passed away. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.